Event description:
It was reported that the implantable neurostimulator (ins) worked for two weeks following implant and then no longer worked. The ins would not turn on and the patient could not get it to recharge as the recharger had trouble communicating with the device. The patient was not feeling any stimulation sensation. The patient had not informed a physician because she had moved and was also without insurance. The patient alleged the implantable neurostimulator was "defective" and wanted it replaced. The neurostimulator had also been eroding for a couple of months and was beginning to come out of the patient's body. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3776-60 lot# v633715026 implanted (B)(6) 2011 explanted unk; lead model 3487a-45 lot# v628362 implanted (B)(6) 2011 explanted unk; lead model 3487a-45 lot# v628362 implanted (B)(6) 2011 explanted unk; extension model 3708220 (B)(4) implanted (B)(6) 2011 explanted unk; programmer model 37743 (B)(4); recharger model 37752 (B)(4).